Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during treatment of an intracranial aneurysm with a pipeline flow-diverter stent, a ton-bridge medical ¿silver snake¿ intermediate catheter was used, and a phenom 27 microcatheter was selected. During the procedure, the distal tip end of the stent failed to open. Multiple attempts at resheathing and redeployment were performed, but the stent still could not be opened. The system was then replaced with another set, after which the procedure was completed successfully. After the procedure, when the system was withdrawn and the push rod was pulled again, stent detachment was observed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured ophthalmic segment of the internal carotid artery aneurysm with a max diameter of 4.4mm and a 2.8mm neck diameter. Landing zone: distal: 3.9mm and proximal: 4.5mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed vascular patency. Ancillary devices include a ton-bridge medical silver snake 6f 115 guide catheter and phenom 27 microcatheter.